Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the tsg45 instrument did not staple after the 2nd reload. The case was completed by hand suturing.